Manufacturer narrative:
(B)(4). The device was not returned for analysis. A review of the lot history record and complaint history of the reported product could not be conducted because the part and lot numbers were not provided. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. The investigation was unable to determine a conclusive cause for the reported difficulties.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Date of event estimated. The customer reported the device was discarded. Investigation is not yet complete. A follow up report will be submitted with all relevant information.

Event description:
It was reported that during use of a balance middleweight universal ii guide wire, during retraction of the guide wire, it was stuck on the inner part of a balloon catheter and was not able to be removed. The devices were removed together as one unit. There was no reported clinically significant delay in procedure and no adverse patient effects. No additional information was provided.